Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that serial number was unknown. Patient was told to stop taking the antibiotics. Symptoms had been resolved. Patient weight was still unknown on asking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned taking oxycodone and an antibiotic. The oxycodone knocked them out and they did not wake up at night. They also mentioned no longer having spams. Patient not feeling well and had diarrhea. Pt mentioned she had diarrhea the last couple days. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that serial number was unknown. Patient was told to stop taking the antibiotics. Symptoms had been resolved. Patient weight was still unknown on asking.